Event description:
Diffuse lamellar keratitis (dlk) was observed at one day post operative after a pt had bilateral refractive surgery. The flap was lifted and the collagenases in both eyes were irrigated. The dlk was resolved. Visual acuity in both eyes in 20/15.